Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse ran quality control materials and a precision study on the enzymatic carbonate (eco2) assay and the results were acceptable. The fse replaced the sample probe, aligned the sample and reagent -1 probe and replaced the vacuum line filter for the sample drain. The fse found a small kink at the end of the sample tubing and fixed it. The fse also primed the sample probe. The fse noticed that the cuvette top seal was not sealing properly and has ordered replacement parts. A siemens headquarter support center (hsc) specialist reviewed the information and stated that a product non conformance was not detected. The qc recoveries were within ranges. The customer has not had any other discordant enzymatic carbonate (eco2) results since this event. The discordant enzymatic carbonate (eco2) result may have been caused due to issues with the sample probe. The cause of the discordant, falsely low enzymatic carbonate (eco2) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic carbonate (eco2) result was obtained for a patient sample on a dimension exl instrument. The initial result was questioned by the physician(s). The sample was repeated on the same instrument resulting higher. A corrected report with the higher result was issued to the physician(s). There are no known reports of patient intervention due to the discordant, falsely low enzymatic carbonate (eco2) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely low enzymatic carbonate (eco2) result.